Event description:
It was reported a malfunction occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 580-600s mg/dl and ketones. Reportedly, the customer also experienced a headache and stomach pain. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026.